Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint data, troubleshooting by abbott field service, review of service history, a search for similar complaints, and a review of labeling. Return material was not available. An abbott field service representative replaced the high concentration waste nozzle tubing to address the issue. There were no additional falsely low calcium results reported on the analyzer after the tubing was replaced. The tbg, h.c. Nozzle a was determined to be the likely cause for the issue. Review of the analyzer service history no contributing factors to the current complaint. A review of historical data for the mixer on the architect c16000 system revealed no adverse trend, systemic issues, or nonconformance. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency of the architect c16000 analyzer, list number 03l77, was identified.

Event description:
The customer observed falsely decreased clinical chemistry calcium results. The customer provided the following data (customer provided normal reference range is 8.7-10.7 mg/dl): initial 2.2 mg/dl, retested on a second analyzer: 8.9 mg/dl. The results were not reported from the laboratory.